Event description:
Reporter indicated that a patient presented with a seizure increase, below pre-vns baseline, and device diagnostic testing resulted in high lead impedance. The treating physician was unable to assign an exact cause to the high lead impedance, but trauma and/or patient manipulation may be factors. An x-ray review was performed and no obvious reason for the high lead impedance was found. Revision surgery is likely.

Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. H.6 device failure is suspected, but did not cause or contribute to a death or serious injury.